Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced shortness of breath during fill 2 of 4. The patient was connected to the homechoice pro device at the time of the event. It was reported the patient did not contact renal therapy services (rts) during therapy and was able to complete all four cycles. Rts reviewed the programming and showed a fill volume of 2200 ml, last fill volume of 0 ml, initial drain volume of 10 ml, total fill volume of 8797 ml and total drain volume of 9953 ml. The patient reported that there were no alarms and was no bypass during therapy occurred. There was no report of medical intervention associated with this event. Rts advised the patient to immediately contact rts if they felt any symptoms of overfill. Rts advised the patient to contact the pd registered nurse to notify of symptoms experienced during therapy. The device was operational, and a swap of the device was not necessary. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.